Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (357 mg/dl), and was hospitalized for a few hours for diabetic ketoacidosis. Reportedly, customer went long periods of time not receiving insulin. Customer will not bolus while at school, and had multiple auto off alarms that were not cleared. She was treated with intravenous insulin and saline while in the hosp.